Event description:
The dental implant fx5010swc was removed on (B)(6) 2017 due to lack of primary stability on the same day as implant surgery. The doctor indicated that sinus perforation and bone quality may have caused the implant removal. The patient has no significant medical history and will require additional medical intervention.